Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the ER after receiving therapy for atrial fibrillation with rapid ventricular response. Possible lead noise was observed on the segm. The system was explanted and replaced.